Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd phoenix¿ pmic/ID-107 has been found experiencing misidentification. The following has been provided by the initial reporter: customer is reporting a mis-ID on their pmic/ID-107 phoenix panels, 448607 lot 1215997.

Event description:
It has been reported that the bd phoenix¿ pmic/ID-107 has been found experiencing misidentification. The following has been provided by the initial reporter: customer is reporting a mis-ID on their pmic/ID-107 phoenix panels, 448607 lot 1215997.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 13-jan-2022. Investigation summary: this complaint is for the misidentification of lactobacillus sp. As streptococcus acidominimus when using phoenix panel pmic/ID-107 (448607) batch number 1215997. The customer returned an isolate as well as lab reports and panels. To investigate, 2 customer returned panels from the complaint batch were tested using customer returned isolate 3062 (lactobacillus sp.) On a phoenix m50 instrument and evaluated for identification results. Additionally, one retention panel from the complaint batch was tested as a control using qc isolates of staphylococcus aureus (a29213). The control panel identified correctly. The two customer returned panels identified incorrectly. One identified as streptococcus acidominimus and one identified as streptococcus sanguinis. A gram stain was performed on the customer returned isolates and it was confirmed that the isolate was a lactobacillus sp. It is to be noted that per the phoenix user manual, the only lactobacillus species included in the positive panel taxa is lactobacillus dextrinicus. This complaint is confirmed. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed six additional complaints on the complaint batch not related to this specific defect. Complaint trending revealed no trends associated with this defect.